Event description:
Explanting physician reported "capsular contracture baker grade iii." Device has been replaced with non abbvie product. This record relates to right side.

Manufacturer narrative:
Continued additional phone number(s) (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii."

Event description:
Explanting physician reported, "capsular contracture, baker grade iii". Device has been replaced with non abbvie product. This record relates to right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22may2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Device evaluation: a review of the device noted deformation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced with non abbvie product.